Manufacturer narrative:
The device has been returned but the investigation is currently in progress. A supplemental medwatch will be submitted upon completion of the investigation.

Event description:
It was reported that during a ptca procedure involving a lesion located in the circumflex (cx) coronary artery, the distal tip of the iq guidewire nearly separated. The wire was inserted into the marginal branch of the previously stented cx, and upon removal of a stent delivery system, it was noted that the distal tip of the iq guidewire was almost completely detached. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported.